Manufacturer narrative:
Approximated based on the date the manufacturer became aware of the event. Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: (B)(4), model: sc-2218-50, serial: (B)(4), batch: 7071889.

Event description:
It was reported that the patient was experiencing numbness which turned into pain in the legs after lying on her back. The patient underwent a revision procedure wherein one lead was removed. Since patient had a very tight epidural space, the physician believed that removing one lead would allow for more space and would not create pressure in the epidural space. The physician also believed that patients numbness and pain was not effected with spinal cord stimulator (scs) whether if its on or off. The patient was doing well postoperatively and the explanted lead was not returned.